Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure. The ipg replacement was not due to any product defects. It was suspected but unable to be confirmed that the ipg was upgraded to an MRI-compatible ipg. No further information regarding the patients status post operatively or the location of the explanted ipg has been able to be obtained despite good faith efforts.

Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on limited information and in the absence of device return, the root cause of the ipg being replaced was unable to be established. Without a physical evaluation, the possibility of a device related issue cannot be excluded.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure. The ipg replacement was not due to any product defects. It was suspected but unable to be confirmed that the ipg was upgraded to an MRI-compatible ipg. No further information regarding the patients status post operatively or the location of the explanted ipg has been able to be obtained despite good faith efforts.